Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as it remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014, the patient underwent a coronary stenting procedure. There was 90% stenosis noted in the proximal right coronary artery (rca) and 60% stenosis noted in the mid rca. A 3.5 x 23 mm xience xpedition stent and a 4.0 x 23 mm xience xpedition stent were implanted in the proximal and mid rca. The patient was discharged to home on (B)(6) 2014. On (B)(6) 2016, the patient was re-hospitalized with chest tightness. Coronary angiography was performed on (B)(6) 2016 and noted 100% restenosis in and within 5 mm of the 3.5 x 23 mm xience xpedition stent. Intervention was performed, with implantation of a 3.0 x 25 mm and a 3.5 x 30 mm non-abbott stent in the mid rca. The patient underwent a second stenting procedure on (B)(6) 2016, with implantation of a 3.5 x 14 mm non-abbott stent and a 2.75 x 15 mm non-abbott stent in the mid left anterior descending artery and the distal circumflex artery. Medication was provided. The patient was discharged to home on (B)(6) 2016.